Event description:
Related manufacturing reference number: 2017865-2023-18796. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead and right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right atrial lead was capped and replaced on (B)(6) 2023. No intervention was performed on right ventricular lead. The patient was discharged post procedure.